Event description:
Patient had a 110-4b catheter implanted. Nurse went in and catheter was loose, threaded tip of the bolt broke off and was stuck inside of patients skull. Had to go to the or to get the piece removed.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Complaint form was returned - confirmed medical intervention was required to remove the threaded tip of the bolt which broke off and was stuck inside the patient's skull. Or had to remove the piece. Form confirms the part will not be returned. The device history record for this device shows that the catheter and its accessories met all specifications prior to release there are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. 0 previously confirmed "lnteg-broke in use" complaints within the past two years 29,270 1104b & bt units sold within the past two years. Failure rate = 0.00% per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. A review of doc-047178 camino 110-4 series catheter kits-risk analysis spreadsheet (ras) (rev 02), did not list the camino bolt breaking and leaving a piece of the bolt in the skull. The risk management file will be updated to include this new risk. Medwatch form 3500a ref to uf/importer report# (B)(4) was completed by the customer. The information from the customer did not provide any details as to the placement of the bolt introducer. It is impossible to determine if the bolt was placed properly based on the thickness of the skull. The customer did not retain the bolt or bolt pieces once removed so an in depth evaluation cannot be performed to determine the root cause of the reported bolt breakage. The customer reported that the patient was "agitated on return for CT scan this am. He had violent coughing spells and jerking his upper body when coughing". This violent, jerking movement motions could have possibly contributed to the bolt breakage, however without the device to evaluation no conclusion can be made. Failure confirmed?: yes. Investigation result code :san diego/camino and vtun catheters/device broke while in use. Root cause/failure investigation : the root cause of the complaint could not be determined as the customer did not return the device for evaluation nor provide any further information regarding the incident. Closure rationale: complaint verified, being tracked as a trend.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4) complaint form returned - confirmed medical intervention was required to remove the threaded tip of the bolt which broke off and was stuck inside the patient's skull. Or had to remove the piece. Form confirms the part will not be returned. Acceptable risk associated with the complaint as per line 5.10 (B)(4) camino icp monitor risk analysis.

Event description:
Patient had a 110-4b catheter implanted. Nurse went in and catheter was loose, threaded tip of the bolt broke off and was stuck inside of patients skull. Had to go to the or to get the piece removed.